Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure the attachment device stopped working while in use. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional information: during follow-up with the reporter, additional information was received. It was reported that during an anterior cruciate ligament (acl) surgical procedure, it was observed that the attachment device would not spin. The reporter stated that multiple battery devices were tried. There were no delays to the surgical procedure as a spare ¿small battery¿ device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jaws that hold the wire on the device were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.